Event description:
It was additionally reported that the right ventricular (rv) lead had high threshold and it was not sensing. The lead was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was observed with multiple episodes of noise and very high impedance. Isometrics was unable to duplicate the noise. The lead showed elevated impedance with intermittently high impedance. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.